Event description:
The user facility reported that the sheath became partially separated during removal from the pt. A cardio-thoracic surgeon was able to grasp and withdraw the entire sheath from the pt. Reportedly, there was no damage to the artery and the pta procedure was completed successfully. Additional event specific info was not available.